Event description:
The lead was implanted on (B)(6) 2002. Attended a box change case, noted that the atrial lead impedance was 136 ohms and threshold was 1.2v. Rv impedance also low at 115 ohms and threshold was 3.0v at 0.4ms. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).